Event description:
The clinician reports the implant was inserted 2023-(B)(6) in ada 26. On 2023-(B)(6), loss of osseointegration was verified. Patient presented with fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: inflammation. No further patient complications were reported.